Event description:
The patient received her scs system consisting of one surgical lead and an ipg on (B)(6) 2006. It was reported the patient could not establish any communication with her ipg when using the patient programmer or the magnet. An x-ray of the patient's scs system revealed the ipg had flipped over in the ipg pocket. The ipg was repositioned by the physician and remained implanted. No devices were explanted or returned to ans for evaluation. No additional information is available.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.